Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00328 / 00330).

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and further reports patient allegations of elevated metal ion levels, pain and snapping of the right hip. Legal counsel alleges patient was revised on (B)(6) 2012. No further information has been provided to date. Additional information received in patient medical records confirms that during the procedure dated (B)(6) 2012, the modular head, acetabular component, and the taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.